Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. During the insertion of the device, the physician reported that he heard a snap prior to achieving mark. The groin was visualized under fluoroscopy and it was discovered that the device was separated in two pieces. The physician removed the guide leaving the sheath in the pt's artery. The pt was taken to surgery for removal of the sheath. The surgeon reported that the arterial access site was in the profunda artery. The pt remains hospitalized due to other medical problems. It was reported that the pt is doing "fine". There are no reports of any further adverse pt sequelae.